Event description:
It was reported that the pump was unable to be charged with the usb cable. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.